Event description:
Boston scientific crm received information that this transvenous right atrial lead was explanted after the pt suffered a severe pocket infection. No additional adverse pt effects were reported.